Manufacturer narrative:
A steris service technician inspected the washer and found the protective cover for the water level sensor was missing, causing items from the load to fall onto the sensor enclosure and push it down. This resulted in the water to continue filling the chamber, which was not noted by the operator until he commanded the door to open. The technician replaced the protective cover and returned the unit to service. No further issues have been reported with the equipment. The washer was manufactured in 2006 and is under steris service contract. The washer was last serviced on (B)(4) 2011 when preventive maintenance was completed and it was found to be operating properly; the cover was present at this time. The missing cover can be attributed to misuse, specifically impact damage from running carts/instruments into the door area of the washer. The equipment operator manual states (pp. 6-7, 61-4): "weekly cleaning: clean wash chamber interior with a moderately alkaline detergent solution. Rinse with tap water and dry with lint free cloth. Clean door gasket using soapy solution or a mild detergent on a soft cloth." Steris has scheduled in-service training on (B)(4), 2012.

Event description:
The user facility reported that when the washer door was opened after a completed cycle, water exited the chamber and flooded the nearby area. No injuries to patients or staff were reported.